Manufacturer narrative:
Pump received with cracked case near display window corners and bleeding lcd glass noted.

Event description:
The customer reported via phone call that the insulin pump had damaged. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer states that it can affect the reading on the screen. Customer mentioned belt clip separates at the top of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.